Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of an interrogation issue and it was attributed to a loose radiofrequency connector and therefore the link electronic module was replaced and calibrated. Analysis also noted that the latch tabs were broken off the power cord bay door, the upper display hinges were loose, the latch on the media bay door was missing, the lower case was worn and the system fan was noisy. All found defective parts were replaced.

Event description:
It was reported that the programmer was intermittently unable to interrogate. It was determined through follow-up that the radiofrequency programmer head was changed out but the situation did not resolve and that the user was unable to distinguish whether or not the issue only occurred in the wireless mode. It was further noted that the programmer and accompanying programmer head were being used as part of an inventory exchange. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).